Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. The sensor plug was observed to be properly seated. Data was downloaded successfully, sensor state 6 with a event logs 21 is an indication that the sensor had terminated due to an error. The observed event logs correspond with a brownout reset which indicates an issue with the power circuitry. No failure modes were observed with the sensor plug upon visual inspection. The returned sensor was de-cased and visual inspection was performed on the printed circuit board assembly (pcba), no issues were observed. The returned battery has been measured and results were not within specification. Therefore, issue is confirmed to brownout reset condition associated with a dead/low battery. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer encountered a ¿signal loss¿ message with the abbott diabetes care (adc) device and was therefore unable to obtain readings or glucose alarms. As a result, the customer experienced seizure, loss of consciousness, and was unable to self-treat. An ambulance was called and upon arrival, the customer was treated with glucagon injection by a healthcare professional for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
A customer encountered a ¿signal loss¿ message with the abbott diabetes care (adc) device and was therefore unable to obtain readings or glucose alarms. As a result, the customer experienced seizure, loss of consciousness, and was unable to self-treat. An ambulance was called and upon arrival, the customer was treated with glucagon injection by a healthcare professional for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the reporter indicated the device was discarded. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.